Event description:
It was reported that the core impaction drill heated up during a case. There was no patient or user injury reported and no adverse consequences alleged with this event.

Event description:
It was reported that the core impaction drill heated up during a case. There was no patient or user injury reported and no adverse consequences alleged with this event.

Manufacturer narrative:
The device had a corroded motor socket.

Manufacturer narrative:
Evaluation will begin upon receipt of the device. Evaluation will begin upon receipt of the device.